Event description:
Went to (B)(6) and had blood taken and something on the injection made me sick. I got hot flashes and fever and skin rashes type of allergy from it. I believe that it was something inside the facility and don't if it was specific or happened to others. I would like to know if it was specific.